Event description:
Called by recovery room due to a pump question. Patient was set up on an insulin infusion in presurg at 1unit/hr. Confirmed by 2 nurses. Anesthesia came out to report infusion was at 40u/hr.